Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec34-i10l-us is available in the USA with a 510k number: k131855. We checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the light guide fiber bundle (lcb) broken, the nozzle gluing missing, the remote control buttons cut, the lg prong top loosened, and the eog valve loosened; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.